Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor fail per specifications due to low readings.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 182 mg/dl, compared with the sensor reading of less than 70 mg/dl. The customer stated that the insulin pump alarmed a low prediction when she did not have low blood glucose. She also reported that the insulin pump alarmed calibration error and bad sensor alert. She declined troubleshooting for the issue. She was advised to call when the issue occurred in order to properly troubleshoot. She was advised to use proper calibration protocol and understood. She stated that she had previously replaced a sensor in the past due to a bent sensor cannula as well.